Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
The hs1 defibrillator (serial number(B)(6)) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the device was functioning as intended. The device passed all tests in the lab and operated as normal. Errors reported in the device record were low/dead battery related, result of over-a-year high impedance pads warning. The errors were not duplicated in the lab. Based on the information available and the testing conducted we were unable to replicate the reported problem; however, the reported problem was confirmed through review of the device record. The customer was provided with a replacement device to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.